Event description:
Dealer sent the following complaint via e-mail: clamp broke, customer says the clamp has been purchased (B)(4) 2012. The dealer did not have any further info.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it out of an abundance of caution to be compliant with 21 cfr part 803. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." Eval summary: clamp style: w8. Lot number: y0. Probable cause of breakage: crushed by some means. The clamp is distorted from its original shape. When reassembled, it was obviously permanently deformed and misaligned not returning to its original formed shape and jaw proximity. Probable cause: the clamp was apparently crushed by something being put on it and bending it to the breaking point.